Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey a nurse stated "yes" in question "did your patient experience a skin injury as a result of the statlock foley stabilization device? In an online survey the respondent stated "yes" in question "did your last patient require any medical or surgical intervention as a result of device usage. Of note: any action as a result of an adverse event is considered medical intervention (e.g. Prescribing any medication as a result of an adverse event, surgery as a result of an adverse event, etc.) " in an online survey in question "please describe the medical or surgical intervention that resulted from usage of the bard/bd statlock foley stabilization device in your last patient. " the nurse stated, "a consult for wound care to see the patient and offer special treatment options for skin breakdown".